Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hsb. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a proximal femoral nail antirotation (pfna) broke into two pieces at the distal screw hole level location. The broken screw was explanted on (B)(6) 2014 this is report 1 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: our investigation shows that the proximal femoral nail anti-rotation nail is broken off at the distal screw hole. The manufacturing review shows that the correct material was used at the time of the manufacturing. The microscopic view of the broken surface does not show any anomalies of materials structure. The fracture face is homogenous and has the typical view of a forced rupture. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-11. The article in question was produced in a quantity of (B)(4) pieces on april 2009 and was distributed worldwide. Based on the available information it is likely that the failure of the nail was due to dynamic bending and assumable torsional loads which led to overload and material fatigue. The postoperative activities of the patient and the time period of the inserted nail may have played a main role of this occurrence. The for the complaint cause relevant dimensions were checked as far as possible and found to be according to the specifications. No further investigation needed because no product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.